Event description:
During a site visit to the facility to evaluate communication errors channel disconnect events, customer reported a device was received in clinical engineering for an unk error. Customer was unable to identify the error and when the issue occurred. No report of pt event associated with issue and no additional event info was available per customer. Carefusion tech advocate evaluated the device and event logs during the site visit. A channel disconnect event was identified to have occurred (B)(6) 2011 at 6:47pm following device programming. The pump module was removed from the pc unit and the tech advocate reported corrosion and film on the iui connectors.

Manufacturer narrative:
(B)(4). An investigation for the channel disconnect event will not be performed in-house. No product return expected. During the site visit, the carefusion technical advocate evaluated the device and event logs in the clinical engineering department. The pump module was removed from the pc unit and the tech advocate reported corrosion and film on the iui connectors. The facility's clinical engineer confirmed iui connectors would be replaced.